Manufacturer narrative:
(B)(4) evaluation method and result - a review of the complaint data was performed to assess the performance of the assay. The complaint activity for the observed issue was normal and the issue is adequately addressed in the product labeling. A review of historical data generated through complaint investigations involving the causative agents was performed. The data provided evidence that the product was performing as intended. This investigation has determined that this assay is performing acceptably. Using a kit of the same reagent lot, 68652m100 stored at the abbott facility, the abbott controls and three levels of architect ca 125 panels were tested. The panels are made from defibrinated human plasma and each level has a known ca 125 concentration. All of the abbott controls and panels met the specifications. This demonstrates that the assay is capable of accurately determining known concentrations of the ca 125 analyte in samples that are representative of patient specimens. In addition to testing, the investigation team reviewed customer complaints received to-date to determine if others have experienced the issue encountered at the customer facility. The review of this data did not identify a trend that would suggest a problem with reagent lot 68652m100. Although the investigation team are unable to provide the customer with a specific reason for the result obtained, the investigation team would like to provide information from the architect ca 125 ii package insert (version 016-622 5/07). This information provides guidelines on how to utilize this assay when monitoring patients with ovarian cancer: warning section: "ca 125 assay values obtained with different assay methods cannot be used interchangeably due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the ca 125 assay used. If, in the course of monitoring a patient, the assay method used for determining serial ca 125 levels is changed, additional sequential testing should be carried out. Prior to changing assays, the laboratory must confirm baseline values for patients being serially monitored." Intended use of the assay: the assay should not be used as a screening procedure to detect cancer in the general population. The package insert states, "the architect ca 125 ii assay is a chemiluminescent microparticle immunoassay (cmia) for the quantitative determination of oc 125 defined antigen in human serum and plasma on the architect I system. The architect ca 125 ii assay is to be used as an aid in monitoring response to therapy for patients with epithelial ovarian cancer. Serial testing for patient ca 125 ii assay values should be used in conjunction with other clinical methods used for monitoring ovarian cancer." In other words, this assay should not be used to determine whether a result is "positive" or "negative." Limitations of the procedure: like other diagnostic assays, the architect ca 125 ii assay has its limitations. The package insert states, "for diagnostic purposes, results should be used in conjunction with other data; e.g., symptoms, results of other tests, clinical impressions, etc. If the architect ca 125 ii results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show either falsely elevated or depressed values when tested with assay kits which employ mouse monoclonal antibodies. Additional clinical or diagnostic information may be required to determine patient status. Patients with confirmed ovarian carcinoma may have pretreatment ca 125 assay values in the same range as healthy individuals. Elevations in circulating oc 125 defined antigen may be observed in patients with nonmalignant disease. For these reasons, a ca 125 assay value, regardless of level, should not be interpreted as absolute evidence for the presence or absence of malignant disease. The ca 125 assay value should be used in conjunction with information available from clinical evaluation and other diagnostic procedures. The architect ca 125 ii assay should not be used as a cancer screening test. Representative performance data are given in the expected values and specific performance characteristics sections. Results obtained in individual laboratories may vary." Monitoring of disease status in patients diagnosed with ovarian cancer - this section provides a useful guideline as customer's monitor the results of patients over several measurements over a period of time. The package insert states, "changes observed in serial ca 125 assay values when monitoring ovarian cancer patients should be evaluated in conjunction with other clinical methods used for monitoring ovarian cancer patients. The effectiveness of the architect ca 125 ii assay as an aid in the monitoring of disease status in ovarian cancer patients was determined by assessing changes in ca 125 levels in serial serum samples from 63 patients compared to changes in disease status. A study involving a total of 306 observations was performed with an average number of 4.9 observations per patient. A significant change in ca 125 level was defined as at least a 10.75% increase in assay value [i.e., 2.5 times greater than the assay's total %cv (4.3%)]. Seventy-seven percent (77% or 85/111) of the positive patient samples correlated with disease progression while sixty-one percent (61% or 81/132) of serial samples showing no significant change in ca 125 assay value correlated with no progression. The total concordance in this study was sixty-eight percent (68% or 166/243)." This is a final report.

Event description:
The account switched from processing on the axsym analyzer to the architect and noticed the architect ca125 results are elevated compared to the axsym ca125. The account did not perform correlation studies prior to switching to the architect analyzer. One specimen tested architect ca125 = 142.2, 146.2, 131.9, 96.8 (1:2 dilution), 57.2 (1:4 dilution) u/ml but tested axsym ca125 = 3.24 u/ml, centaur = 6.5, e170 method = 8.3. No units of measurement given for e170 or centaur methods. Last year, the same patient was tested on the axsym with normal results. The account has to continuously compare between the architect ca125 and axsym ca125 results. The elevated architect ca125 results were not reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer reported numerous tube arcs and requested replacement of x-ray tube and high voltage cable. No injury was reported.